Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had low blood glucose level. The customer¿s blood glucose level was 39 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer reported he started to eat and drink juice so he did not have any reactions to the low blood glucose reading. The customer was declined troubleshooting for low blood glucose. The insulin pump will be returned for analysis.